Event description:
A surgeon (not the implanting surgeon) reports that following intraocular lens (iol) implant surgery, a patient complained of the appearance of concentric, ring-like reflections when light enetered the eye at certain angles. The implanting surgeon noticed posterior capsule opacification. A yag was performed by the implanting surgeon, with no change in symptoms. The patient went to a second surgeon (the reporting surgeon). Pilocarpine was administered which reduced the reflections, but they did not disappear completely. The reporting surgeon noted the iol seemed decentered and a secondary procedure was performed to re-center the lens. A post-cataractal "discission" was performed to relieve the symptoms, but the patient's condition remained unchanged. Additional information has been requested.